Manufacturer narrative:
The complaint was reported because scope not taking pictures. The product was returned to olympus service team. The complaint was confirmed the device has scope not taking pictures. The most probable cause of the complaint is d02 - cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope would not take videos. There was no patient involvement.